Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced stoma site redness, swelling, and pain. The patient's physician prescribed unspecified oral antibiotics and referred the patient to the hospital. On an unknown date, the patient visited the emergency room and was treated with oral doxycycline and was released home. It was reported that after finishing the antibiotics for the inflammation, the patient felt better.